Event description:
It was reported that on (B)(6) 2013, the pt came to hospital, the nurse found blood beside the catheter. She reported to the doctor. Then the doctor found the catheter was separated from the cuff.

Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is inconclusive due to the condition of the sample. The complaint incident could not be verified due to the missing section of tubing that contains the heat sleeve/sure cuff site. There is no evidence of any manufacturing related damage or detects. Although the catheter was returned to the manufacturer without the segment that would have contain the heat sleeve/sure cuff attachment site. It may have been removed and inadvertently not included with the returned complaint sample. A lot history review (lhr) of rewg0603 showed no other similar product complaint(s) from this lot number.